Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's implant "never worked right" and that the patient just felt a "tingle" sensation. It was stated that the patient had an x-ray taken and "one of the wires" was not in the correct place. The patient had a lead revision surgery scheduled for (B)(6) 2013. It was also reported that the patient was not able to adjust their stimulation, even with the antenna attached. It was stated that there were coupling and communication issues between the recharger and implantable neurostimulator (ins). An ins over-discharge was suspected due to patient education issues. It was noted that the last successful recharging session was "2-6 months ago." It was also noted that the patient was not using her stimulation, so she had not recharged since (B)(6) 2012. Five days later, it was reported that the ins had not been charged since (B)(6) 2012. It was not clear exactly when the last recharge session was. The lead was "fixed" on (B)(6) 2013. It was stated that the patient's stimulation had "never worked" since implantation and that she felt stimulation in her legs, not her back. It was reported that the lead was at t3 instead of t7. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Follow up information reported that the cause of the event was migration of the lead component of the ins system which was confirmed on x-rays taken (lead pulled back) in (B)(6) 2013. Multiple reprogramming sessions were unsuccessful and the revision was then performed on (B)(6) 2013 at which time the lead was 're-anchored' to the original position. It was noted that one month later the lead again migrated due to 'patient non-compliance.' It was additionally noted that this case was being transferred to (B)(6) and it was unknown as to who the physician will be. The patient outcome was reported as non-serious injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported reprogramming occurred on (B)(6), 2013.